Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence; cystocele; rectocele. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and monarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and stress urinary incontinence. It was reported that patient underwent excision of monarc sling and mesh graft due to ¿instability of sling¿ on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.